Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device clinical data does show occurrences of the reported malfunction. The device did recognize pads were attached; but did not recognize the CPR puck until approximately 26 seconds after the device detected a valid patient impedance. The clinical data does indicate a connection issue between the device, multi-function cable, and electrode pads. The device successfully passed the final test procedure, was recertified, and returned to the customer. It is noteworthy to mention the multi-function cable, CPR adaptor, and electrode pads used at the time of the reported event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the associated defibrillator was unable to detect these attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.